Manufacturer narrative:
This case was assessed by merz north america as non-serious. The event of injection site reaction was assessed as expected based on the currently valid us instructions for use leaflet of radiesse and possibly related to the treatment with radiesse. Based on the information provided, there was no evidence of a reportable death, serious injury, or malfunction. Merz causality re-assessment due to follow-up information received on 20-feb-2025: the batch record review for radiesse, lot a00050510, was normal, no nonconformance reports, corrective/preventive actions related to this lot. A lot search in the global safety database was conducted on the reported lot (batch a00050510) and other similar events were noted. This case was upgraded to serious. The verbatim term bad reaction was changed to granulomas and the event was recoded from injection site reaction to injection site nodule. The outcome of the event was reported as not resolved. In the opinion of the reporter, the event was related to radiesse (reported as absolutely due to the radiesse). This case was assessed by merz north america as serious. The event of injection site nodule was assessed as expected based on the currently valid us instructions for use leaflet of radiesse and possibly related to the treatment with radiesse. Possible confounding factor includes prior injection with voluma in the same area treated with radiesse, and a long latency. However, information is sparse, the reported event can occur after the treatment with radiesse, and a contributory role of the treatment with radiesse cannot be ruled out with certainty. Based on the information provided, this case was assessed as reportable to the FDA as the event of injection site nodule was deemed to meet the serious injury criteria of required intervention to prevent permanent damage.

Event description:
Case description: this spontaneous report was received from a us health care professional and concerns a patient. The patient was injected with radiesse. After the radiesse injection, the patient experienced a very bad reaction on the back of the hands. The outcome of the event was unknown. Follow-up information was received on 20-feb-2025: this case was upgraded to serious. The verbatim term bad reaction was changed to granulomas and the event was recoded from injection site reaction to injection site nodule. The patient's initials, date of birth, age, weight 54.43 kg (reported as 120 lbs), and gender (female) were provided. She was 64 years old at the time of the event (ambiguously reported as 65 years old). She was injected with a total of 4.5 ml, also reported as 3 - 1.5 ml of radiesse, into the dorsum of the hands, on (B)(6) 2024. Batch number was reported as a00050510 (expiry: 06-mar-2025). The batch record review was received and the lot number for radiesse was confirmed as a00050510 (expiry date: 06-mar-2025). A lot search in the global safety database was conducted. She was injected with 2.25 ml of radiesse per hand. Medical history and concomitant medication were reported as none. She received previous aesthetic treatments and prior fillers which were well tolerated. She was previously injected with voluma, in 2019 (reported as 6 years prior to the time of the report), in the area treated with radiesse. On (B)(6) 2025, 53 days after the radiesse injection, the patient experienced a formation of granulomas. No laboratory tests were performed. Corrective treatment included an injection with kenalog (reported as kennolog). The event was not considered to be permanent, but according to the provider treatment was necessary to accelerate recovery and to prevent a permanent damage. The outcome of the event was reported as not resolved (changed from unknown). In the opinion of the reporter, the event was related to radiesse (reported as absolutely due to radiesse), changed from reasonable possibility/suspected. Case amendment performed on 20-mar-2025: an amendment was performed to address the technical issue related to the case regarding the lbs.